Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported for this failure mode to date for corporate lot number pln00879. The device was returned. The investigation is inconclusive as the reported conditions of use could not be fully recreated. Based upon the returned sample condition (i.e. Twisted pleats at the proximal cone), it is possible that the user's technique while manipulating the catheter may have contributed to the reported event. The instructions for use lists applicable complications and/or provides applicable warnings, precaution or use instructions.

Event description:
It was reported that following aortic valvuloplasty, the balloon would not deflate. The balloon was retracted into the descending aorta and was able to be easily deflated after add'l manipulation of the catheter. The balloon was retracted through the introducer sheath w/o incident. There was no report of pt injury.